Manufacturer narrative:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -8.00 diopter was implanted upside down into the patients left eye (os) on (B)(6) 2023. The lens was implanted, removed and replaced within the same surgery with no patient injury. Problem resolved. Health effect-impact code-4627 to 2199, previous code not applicable. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -8.00 diopter went in upside down and tore on removal. Backup lens was implanted. If additional information is received a supplemental medwatch report will be submitted.